Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient and event information.

Event description:
It was reported the surgical intervention was undertaken wherein the patient¿s ipg was explanted and replaced for an unknown reason. No additional information received at this time.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the device reached expected longevity.